Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and skin rashes around the area. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort and toxic cobalt-chromium metal ions and particles released into the blood, tissue and bone. There is no new additional information that would affect the outcome of the investigation. Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. No labs were provided for the alleged high metal ions. The stem is now being added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 16 apr 2018. (B)(4)was re-opened under (B)(4) due to the receipt of pfs, ppf and medical records: in addition to what were previously alleged, pfs alleges pain, walking difficulty, elevated metal ion levels. After review of medical records for MDR reportability, it was stated that the patient was revised to address chronic pain and integumentary reaction. Doi: (B)(6) 2009; dor: (B)(6) 2011; left hip.